Event description:
A power source alert was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was using the tandem charging cable and wall adapter, and resolved the issue by leaving the adapter plugged into a working outlet for at least 30 minutes, after which the pump began charging successfully. No further assistance was required.